Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, half height drawer 3.1 was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-mar-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.1 was not detected on the bus. A field service engineer had inspected the drawer and identified that the retractor band was damaged. The field service engineer had replaced the retractor band and powered the station back on, but the issue remained unresolved. The field service engineer had brought a moab on site to replace the broken drawer in auxiliary 3.1, but the replacement did not resolve the issue. The field service engineer had informed the customer that another moab would be sourced from the field and a return visit would be scheduled with the additional part. The system functioned as intended after the field service engineer repaired the device.